Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, from a nurse from (B)(6), of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2011, the patient began continuous ambulatory peritoneal dialysis (capd). During a call, the following was reported. On an unreported date break in aseptic technique occurred. On (B)(6) 2012, the patient experienced peritonitis, manifested by cloudy drain and abdominal pain. The cause of peritonitis was a break in aseptic technique. The treatment rendered for the event was not reported. The outcome of the peritonitis was not reported. The nurse reported the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, gpv received the following additional information from the nurse. On (B)(6) 2012, retraining on aseptic technique was initiated.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. A sample is not required for use error as there is no allegation against the device. This report of use error, breach in aseptic technique, was confirmed, as the nurse reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.